Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address a femoral stem fracture. Report indicated that the stem was sitting proud at the initial implantation.

Manufacturer narrative:
Patient was revised to address a femoral stem fracture. Report indicated that the stem was sitting proud at the initial implantation. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusion with the information provided. During insertion of the original stem, the aml hip stem was not able to advance all the way into the proximal femoral bone. (Meaning the original stem was left very "proud" during original insertion). The attending surgeon considered this detail as having contributed to the bending force on the implant that could have caused it to break. It was stated in the initial reporting the device was not thought to be defective. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.